Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure on (B)(6) 2015 was treat a 60% stenosis in the mid left anterior descending artery with no calcification or severe tortuosity. The patient presented with st elevated myocardial infarction (stemi). Pre-dilatation was done with a 3.0 x 15 mm semi-compliant balloon reducing the stenosis to less than 40%. The 3.5 x 28 mm absorb scaffold was deployed and post-dilated with a 3.0 x 15 mm non-compliant (nc) balloon. Quantitative coronary angiography (qca) was used to confirm the wall apposition and the residual stenosis was less than 10%. The patient was discharged on dual antiplatelet therapy (dapt) of prasugrel and aspirin for 12 months. The patient was readmitted on (B)(6) 2017 with interscapular discomfort and was diagnosed with a non st elevated myocardial infarction (nstemi). Optical coherence tomography (oct) was performed and the image suggested significant restenosis or neoatherosclerosis in the scaffold and a possible ulcer. A 3.0 x 33 mm xience alpine stent was implanted and post-dilated with a 4mm nc balloon at high pressure. Oct confirmed good apposition and expansion. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. An optical coherence tomography (oct) was received and reviewed by an abbott vascular physician who concluded the following: no angiograms available for either the index or the event procedure. The only image is the oct run at the time of the event which shows moderate restenosis in the middle of the scaffold and one area of overlapping struts suggesting longitudinal disruption during degradation. The reported patient effects of myocardial infarction, aneurysm, restenosis, and pain, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.